Event description:
It was reported that surgeon inserted a competitor's lens using the msi-tr injector and discovered a haptic was broken after insertion. The lens was removed without any pt injury. The rptr stated the damage may have been caused by the injector.

Manufacturer narrative:
.